Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found no malfunctions aside from the allegation reported in b5. Based on the results of the investigation, the foreign material could not be identified, but was likely caused by insufficient cleaning due to leakage from the forceps channel. However, a definitive root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "detection methods are described in the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign materials in the biopsy channel and on the knob wire. The cleaning brush and forceps could not be inserted into the biospy channel due to clogging in the biospy channel. There were no reports of patient involvement.